Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. The customer informed the remote service engineer (rse) that they were ready to install a central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The rse requested a picture of the ventilator information screen for assistance with installation. The two-part numbers listed for the cpu pcba was not the correct part numbers. The rse later checked the part numbers and confirmed that the one-part number was not for a v60, and the other part number was an old part number. The rse advised the customer to replace the cpu pcba with the new part number and provided the customer with the part number of the new cpu pcba to order. The customer then confirmed later with the rse that they had replaced the cpu pcba and reprogrammed it successfully to resolve the reported issue. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction, as the device did not meet all required specifications during verification testing and an internal device failure was identified. The reported issue of a backup alarm failure could be reproduced during service evaluation/testing. The cause of the malfunction was due to a faulty cpu pcba.